Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the meter stopped powering following a battery change, about two weeks prior to contacting lfs. The patient manages her diabetes with insulin, no adjustments. She denied making any changes to her usual diabetes management routine following the start of the alleged issue. She reported that about the same time as the meter stopped powering on, she started feeling ¿chilled and sweating¿. She denied receiving any treatment for her symptoms above and beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. Based on the information provided there had been no trauma to, or misuse of the meter. The patient confirmed that she was using the correct test strips but the meter would not turn on when a new test strips was inserted per owner¿s manual or when the power button was pressed. The patient¿s test strips had expired at the end of november 2017. The cca established that the meter¿s battery did not need to be replaced; the patient had failed to remove the plastic sticker at the back of the battery when she had inserted it into the meter. Following training from the cca, and the sticker¿s removal, the meter worked correctly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Chilled and sweating, after the meter stopped powering on following an incorrect battery change.